Manufacturer narrative:
MDR 3003442380-2024-00766 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set was leaking at the site. The issue was occurred on (B)(6) 2024. The infusion set was used less than 24 hours. The blood glucose level was monitored with no specific value, but value displayed high on (B)(6) 2024 for which correction was done with bolus pump. The blood glucose level was 100-300 mg/dl on (B)(6) 2024. The patient replaced the infusion set and resumed on insulin successfully. No further information available.